Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. (Registration #((B)(4)). Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. (Under registration # (B)(4)). As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. And registration #(B)(4). Add'l info will be provided upon conclusion of the MFR investigation.

Event description:
The following was reported to arjohuntleigh by the nurse: it was noted that the mattresses were going flat in the center. There are 5 cases of skin breakdown (dates unk) due to the mattresses. Arjohuntleigh is reporting this with an abundance of caution as it is unk the extent of the skin breakdown. This is report number 1 of 5 that will be submitted.